Manufacturer narrative:
(B)(4). One agilis nxt introducer was returned for evaluation. The results of the investigation concluded that a leak was noted in the handle of the sheath during functional testing. The handle was opened and the shaft windows were noted to be torn, consistent with the reported aspiration issue and the leak detected. The cause of the shaft window damage is consistent with excessive deflection of the sheath. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record.

Manufacturer narrative:
(B)(4).

Event description:
During an epicardial ablation procedure, a cardiac tamponade occurred. An irrigated ablation catheter was advanced through the introducer to perform an epicardial ablation. Saline was noted to be leaking from the handle of the introducer during ablation and irrigation fluid from the catheter was unable to be aspirated. The patient became hypotensive and a cardiac tamponade was diagnosed. A pericardial drain was inserted and the fluid was drained successfully to stabilize the patient. The procedure was terminated and the patient was discharged from the hospital.